Manufacturer narrative:
Follow-up #1: date of submission 03/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2015 with the following findings: the pump's black box showed multiple call service 163 warnings. During the load step, the piston loaded 50u after detecting the cartridge plunger. The load step malfunction complaint was duplicated. The pump¿s cover was removed and no intermittent condition was found to the force sensor wire. The force sensor resistance reading was found to be fluctuating. Inspection concluded that there was a force sensor defect due to a broken resistance bond underneath the shim plate.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.